Event description:
The complainant reported that during an impella cp implant, the pump position was being optimized and the impella cp came out of the ventricle which necessitated removal and eventual recrossing of the aortic valve. The impella cp was successfully removed. However, the impella wire looped back on itself and kinked preventing removal through the sheath. The sheath and wire were pulled as a whole after another standard wire had been placed through the hemostatic valve. Pressure was reassessed and had normalized without pharmacological support. The implant was aborted and there was no patient harm.

Manufacturer narrative:
The impella pump and guidewire were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues and delivery issues has been completed. Positioning issues: clinical details report that after initial access of the lv, pump position was being optimized by the physician and it was pulled back into the aorta mistakenly. Returned product was investigated and there were no abnormalities noted with the repositioning unit. Data logs were not available for investigation. Based on the clinical details provided that the pump was inadvertently pulled back into the aorta, the root cause of the positioning issues was determined to most likely be a use issue. Delivery issues: once the pump was mistakenly pulled back into the aorta, the decision was made to restart the delivery procedure. The pump was successfully removed, but when attempting to pull back the 0.018" guidewire, it became kinked. For this reason, it was unable to be removed through the introducer. The both parts were pulled out together, and at this point, the decision was made to not retry delivery because the patient's condition had improved. There were no reports of abnormal patient anatomy or vessel conditions. Returned product was investigated and the kinks on the distal part of the catheter were confirmed. There was no split, unraveling, or detachment noted. Returned product was kinked and clinical details reported that it became kinked when trying to remove it without any reports of abnormal patient anatomy. For these reasons, the root cause of the delivery issues was determined to most likely be a use issue. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system with automated impella controller section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ h10 instructions for use was inadvertently omitted on the initial manufacturer device report number.